Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. Prior to trans-septal crossing, heparin was administered. Activated clotting time (act) was checked and was lower than the appropriate range. Additional heparin was administered and the laac procedure continued with advancement of a watchman access system (was) and 24mm watchman flx closure device and delivery system (wds). The wds was deployed and a large stringy clot began forming on the face of the closure device. Despite the additional heparin administered, the act remained below range and the intravenous access was noted to be infiltrated. More heparin was administered via a different entry system. Assessment of release criteria of the wds were rushed in an attempt to quickly evacuate the left atrium. Release criteria were met, and the closure device was released, however the clot remained on the face of the closure device. Post-implant the patient was kept intubated. Neurology interventional radiology was contacted and an angiogram was performed to assess for thromboembolism. The angiogram demonstrated absence of thromboembolism. The patient was extubated and a neurology check was performed which was normal. The patient was kept on a heparin drip and with continued neurology checks, all subsequently normal. The patient's dual antiplatelet therapy regimen was altered to keep the patient anti-coagulated in hopes to dissolve the clot.